Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving a patient notifier for non sustained right ventricular oversensing due to lead noise. No intervention was performed. Patient monitoring will continue.